Event description:
Customer reported the following results when doing a meter to meter correlation using one lot of strips and two meters. (B)(6) 2014, inratio number 1 inr = 5.0, inratio number 2 inr = within the patient's therapeutic range of 2.0-3.0 - unable to provide a specific result. Inratio number 1 sn (B)(4) will be included on MDR 2027969-2014-00124. No further information provided on the patient. Customer was contacted by technical service rep and in-house rn in an effort to obtain specific test results for the second inratio meter without any response.

Manufacturer narrative:
Investigation pending.